Event description:
It was reported that during an unrelated surgical procedure on (B)(6) 2025, patients leads were cut by physician. As a result, patients leads were explanted and replaced during the procedure to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.